Manufacturer narrative:
D10 concomitant products: 8888233216, 8888233216 12.5fr 16cm mah elite kitce, (lot #2227200216) 8888233216, 8888233216 12.5fr 16cm mah elite kitce, (lot #2227200216) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ir (interventional radiology) tech was prepping the catheter prior to insertion and was unable to flush the midline (third port/lumen) of the 3 catheters. The tech and the doctor both tried to flush and even feed the wire through the green tip of the catheter. It would not flush, and the wire would not feed through the green tip of the catheter. They were unable to insert the catheter into the patient. The catheter was not repaired, there was no leak, no cleaning agent was used on the device, tego was not utilized, and there was no luer adapter issue. No dimension issues were noted. The dimensions of the catheter matched what was indicated on the label. No visible defects were noted on the catheter. Guidewire was fine. The guide wire used was the one included in the kit. No other products were being utilized with the device. Acute kidney injury (aki) was the current and pre-existing condition of the patient that might be related to the event. They completed the placement of an acute dialysis product with the same ID (identifier) in the patient. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guidewire could not be advanced through the cannula tip in either direction. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.